Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had received inappropriate hv therapy. Patient was doing well after the event and will be monitored with routine follow up. Device remains implanted.